Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the charging of the internal battery. The device's power management board was replaced to address the issue. Additionally, the device was checked and confirmed that there was no peeling or deterioration of the foam.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the charging of the internal battery. The device's power management board was replaced to address the issue. Additionally, the device was checked and confirmed that there was no peeling or deterioration of the foam. Philips investigating lab was unable to confirm a faulty power management pca board from complaint. The power management board was bench testing it appeared to work as designed. A thermal event occurred during mtfb testing. Smoke began billowing out from the underside of the system board at cr28 and j-14 ribbon cable. The items continued to burn until all power sources were removed. Pil confirms pmb complaint.